Event description:
Pt with medical history of bicuspid valve, left ventricular hypertrophy and right ventricular hypertrophy, pulmonary hypertension, and mitral valve stenosis status post balloon valvuloplasty in october 1997, underwent ross procedure using a pulmonary homograph with konno extended aortoplasty, mitral valvulotomy, resection of obstructing left ventricle apex on 4/27/99. Pt developed temperature 8 hrs post-operative with a progressive downhill course. This lead to extracorpoeral membrane oxygenation after a prolonged resuscitation. Parents requested life support be removed and pt expried. Site does not know if death is related to homograft.